Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from a manufacturer representative reported that they have not seen the patient since (B)(6) 2016 and that the patient was to follow up as needed. The manufacturer representative stated that the patient did not want a lead revision surgery. It was noted that the stimulation helps the patient's legs and that they are going back to physical therapy to help with their back pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Manufacturer representative reported patient is complaining that the battery is heating up and feels like it is burning her during regular use and during charging. The patient felt the skin around the battery site had changed color as a result of it. The battery felt slightly warm when touching it compared to the patient's surrounding skin. A temperature sensor on patient's recharger had not been noted. It was reported that the lead had migrated from the tip at the top of t8 to mid t9. Reprogramming was done and they were unable to get stimulation in the low back like they had prior to the migration. Impedances were normal. The patient did not want to have the leads revised. The indication for implant was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a medtronic employee with hr. It was reported that the patient had second degree burn on the outside of the skin and that the patient could not charge their implantable neurostimulator (ins) because it was too painful. The patient was in pain around the battery area. The patient stated that they were scheduled for another surgery related to the battery and said probably because the battery was going out. Employee stated that they did not know if the burns were related to the ins but thinks they were due to the ins, but just speculating. The employee stated they did not know if there were any problems with the current device. The employee reported that this was the 3rd ins the patient has had. They did not know if the others were replaced due to normal battery depletion. Product service specialist (pss) recommended that the patient call them for further questions and information. No further patient symptoms or complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 97791, serial# unknown, product type: accessory.

Event description:
Additional information was received from the manufacturer¿s representative (rep) and patient on 2017-05-18. The rep reported that th e patient was experiencing a burning sensation at her battery pocket site. The rep reported that it burned whether stimulation was on or off. The rep reported that the patient would like it explanted as soon as possible. The rep reported that she couldn¿t charge because it made the burning worse. The rep reported that the device was effective for her pain. The patient reported that she had an appointment on (B)(6) 2017. The patient reported that their skin was getting raw. The patient reported having throbbing pain around the battery area. The patient reported that she didn¿t care if the thermometer didn¿t come up, her skin was burning. The patient reported that there was a bruise going around the battery area. Additional information was received from the rep on 2017-06-08. The rep reported that the patient¿s battery and leads were explanted and would be returned. The rep reported that the patient let the battery go dead and patient reported that it was continuing to burn her. The rep reported that there was a report of blisters on the surface of the skin. The rep reported that the patient¿s primary physician thought there was second degree burn on the outside of her skin. No further complications reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted:(B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Product ID 97791, product type accessory. Product ID 97791, product type: accessory.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp reported that the patient¿s neurostimulator was explanted on (B)(6) 2017 and sent in for analysis. The hcp reported that the issues were resolved.

Manufacturer narrative:
Additional review indicated methods code is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial(B)(4), found no anomaly as the device passed all functional testing in the laboratory. Analysis of the leads, serial (B)(4)and serial(B)(4), found no significant anomaly as electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.